Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer declined ge service. No repair information available.

Event description:
The hospital reported the unit had an error that results in a loss of ventilation. There was no report of patient involvement.